Manufacturer narrative:
Zoll medical corporation evaluated the data files and the device performed to specification. Review of the data files determined that the vf/vt and asystole alarms were working as intended. The data files also showed ECG signal was acquired when the device is out of lead fault condition. The vf/vt alarm was triggered in each case due to the presence of high frequency artifact. It doesn't appear to be related to a device malfunction. High frequency artifact can be caused by several factors including electrical interference, patient muscle tension or tremors. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.